Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm, intraperitoneal, frequency and duration were not reported) and gentamicin injection (20mg, intraperitoneal, frequency and duration were not reported) and was given an additional unspecified medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.